Manufacturer narrative:
Philips service replaced the tube cover and spacer, secured the cone, and restored the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the x-ray cone fell off the c-arm on an allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.